Manufacturer narrative:
The reagent lot number is 83395801 with an expiration date of 31-mar-2026. The calibration and qc were acceptable. The alarm trace showed "sample clot detection" and "sample short" errors. The field service representative found that the gear pump pressure was too high. He adjusted the gear pump pressure range, performed liquid flow cleaning, replaced the sippers, performed adjustments, cleaned the sample probe, and performed checks and tests with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys testosterone ii assay results for 1 patient sample on a cobas 8000 e 801 module. The initial result was 8 ng/dl. The result was considered to be too low, and the sample was repeated. On (B)(6) 2025, the repeated result was 700 ng/dl. The repeated result was believed to be correct.